Event description:
It was reported that the customer experienced on going intermittent elevated blood glucose (bg) levels of ¿high¿, although specific value was not provided; cause was not known. Customer reported having small and moderate ketones. Customer changed the pump supplies and delivered a bolus via the pump to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.